Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon closed the device around a vessel. There was no dissection performed with the device or tension upon the jaws apparently. The clip failed to close around the vessel, it did not close completely. Tried outside of patient, same result. Opened another device, tried this outside the patient with the same result. Third device worked. Surgery was prolonged fifteen minutes. There were no adverse consequences to the patient.